Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse for the customer called in to report first a hospitalization, and secondly, an urgent care trip the following day due to high blood glucose levels. The nurse also wanted to troubleshoot for the insulin pump. The customer's blood glucose level ranged from 226 to 359 mg/dl. It was reported that the customer was pregnant. The customer's symptoms included vomiting. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was hyperglycemia. The customer was treated with insulin injections. The nurse completed troubleshooting for air bubbles, leaks, and high blood glucose; however, troubleshooting for the high pressure test was not completed. The product was not returned for analysis.